Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was one repair request made in the past year on 2024-jan-28. The device's event history log was reviewed which found a "high pressure" alarm, an "air in line detected" alarm, a "battery depleted" alarm and an error code 1270. Visual and functional tests were performed. The root cause of looseness in the cassette lock mechanism was unknown, and it was re-adjusted. The root cause of the "high pressure" alarm and the "air in line detected" alarm could not be identified. For a preventive measure, the downstream occlusion sensor was replaced with a known good one. The emergence of the "battery depleted" alarm and the error code 1270 was considered to be caused by an anomaly in the batteries and/or the backup capacitor. The error code 1270 was reset, and the program was re-installed.

Event description:
It was reported that the cassette screw was loose, and the alarm kept ringing. There was no patient involvement.